Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, a prograsp forceps instrument was observed to have a broken/loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator (the original reporter) at the site on 20-september-2021, but was not able to obtain any additional information, including patient-related information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm/reproduce the reported complaint. The instrument did not exhibit any damaged cables. However, an additional observation that was not reported by the site was observed. The instrument was found to have the grip pin dislodged at the distal end. The pin was able to be pushed out. The root cause is attributed to a manufacturing issue. A review of the instrument log of the prograsp forceps (part # 471093-11/ lot # n10210202-0254) associated with this event has been performed. Per this review of the logs, the instrument was last used on 18-august-2021 on system sk0310. The alleged event occurred on the (B)(6) use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. Based on the information provided, this event is being reported due to the following conclusion: it was reported that during a da vinci-assisted bariatric revision surgical procedure, it was alleged that a prograsp forceps instrument had a broken/loose cable. No injury was reported and no fragment fell inside the patient. There was no report of any patient harm, adverse outcome, or injury. However, failure analysis identified that the instrument grip pin was dislodged at the distal end. With no evidence or claim of user mishandling/misuse. If this malfunction were to recur, it could cause or contribute to an adverse event.